Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) and patient (pt) via a manufacturer representative (rep) regarding the pt's implantable neurostimulator (ins). The reason for call was rep stated that patient reported warmth at ins site during normal use and an occasional stinging sensation at the pocket site. Rep briefly saw patient today and patient had ins off for a day or two due to depletion but it was unknown if the warmth and sensation had subsided while the ins had been off. Rep stated patient didn't mention any of the issues to them when they saw them, it was afterwards, that the hcp informed the rep of the issues. Technical services (tss) mentioned a possible fluid short and caller stated they attended patient's implant and the hcp wiped down the lead well so there was no fluid on the lead as they've "heard of that before". The caller was not with the patient. Tss reviewed checking impedances, imaging and having patient keep track of symptoms to see if they resolve when ins is off at all. Tss reviewed if troubleshooting doesn't reveal any clear issues, hcp would want to examine patient for other possible causes as issue could be related to patient's anatomy, etc.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. Rep reports the patient was unsure if the warmth/stinging sensation at the pocket site correlated with their stimulation/therapy. Rep reports the ins being off due to depletion did not describe a device issue, patient/therapy issue, procedure issue, etc.. The cause of the warmth/stinging at the pocket site was not determined. Rep reports troubleshooting actions planned are the patient will let them know when they can meet with the rep to interrogate device and get more detail on their complaints. The issue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that the device was giving them sort of sharp pain/pulsing pain, maybe a little bit of stinging even if the device was not on. Patient stated that the pain happens on and off and they were worried that there might be an issue with the implant. Agent redirected the patient to the doctor, but patient said that the doctor told them to call patient services to see if there was an issue with the implant. Agent still redirected the patient to their doctor. Patient said that they also have the phone number of the manufacturer representative (rep), and they will contact them. Additional information was received from a manufacturer representative (rep). It was reported that the patient had pain at the implantable neurostimulator (ins) site. The patient contacted patient services (pss) regarding a weird pain they have been getting around the battery. The patient was told to contact their physician. The patient wants the rep to confirm that there is nothing wrong with their device by interrogating it. The rep plans to interrogate the device. The issue is not resolved and ongoing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) stating there were no factors that may have contributed to the pain at the ins site. They checked connections and impedances and they were all normal. Patient will try to see whether turning the device on or off makes it go away. The issue has not been resolved.